Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products; associated mdrs # 1225714-2014-02637, 1225714-2014-02638, 1225714-2014-02639 and 1225714-2014-02640.

Event description:
The plaintiff's atty alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2009, and subsequently expired on (B)(6), 2009, after use of the product.